Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. Pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 200 to 300 mg/dl. The customer¿s current blood glucose was 260 mg/dl. The customer treated high blood glucose with insulin pump. The customer experienced symptoms like fatigue. The drive support cap was normal. The customer was assisted with the self test and the test was passed. The product was returned for analysis.